Manufacturer narrative:
The device was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeon¿s desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts remain on the insertion needle. T2 and a short length of suture were returned for evaluation. Examination of the t/suture construct showed no abnormalities. Reported complaint of t2 non-deployment cannot be confirmed. No root cause related to the manufacturing process can be established.

Event description:
It was reported that during a meniscal repair procedure the t2 failed to deploy. A backup was used to complete the surgery. The patient was not harmed.